Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is one of four reports from this facility. (B)(4).

Event description:
A doctor reported that he has experienced more than one dull knife during surgeries. An alternate knife was taken in order to complete each procedure with no further problems. There has been no harm to any patient. Additional information has been requested.

Manufacturer narrative:
No knife sample was returned for evaluation therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported final lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that two additional complaints have been associated with the reported lot number. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Additional information: one opened knife sample was received by manufacturing. The sample was visually inspected and was found to be non-conforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).